Event description:
It was reported that the patient was experiencing leg weakness. The patient had been "falling/collapsing" for the last few months off an on. It was possible, this was due to "doing too much". The patient was hospitalized two days prior to the report. Per the reporter, they have been unable to diagnose what is going on. The patient had an upcoming appointment with another hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.